Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that post-operatively, when pressing the button on the instrument drive unit (idu), it moves by itself without any force. There was no patient involvement.

Manufacturer narrative:
Updated information: b5 (event description), e1 (initial reporter name), e3 (occupation), h2.6 (annex b, c and g codes) device evaluation: medtronic led an evaluation of the field service notes and the provided videos for the reported arm cart assembly. Review of the field service notes indicate the instrument drive unit was detected to move without applying force. The z-slide was replaced to fix the problem. The arm cart assembly was recalibrated, tested and the arm cart assembly was working properly. Visual inspection of the three provided videos, which were all the same, depict the arm cart assembly in the storage setup, and someone pressing on the instrument drive unit button lightly and the instrument drive unit sliding down. Evaluation of the arm cart assembly confirmed the reported condition, however, the investigation concluded there were no abnormalities that would have caused or contributed to the reported condition; therefore, the investigation was not able to identify a root cause. However, the most likely cause can be traced to an unintended motion on the z-slide in manual mode. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that post-operatively, when pressing the button on the instrument drive unit (idu), it moves by itself without any force. There was no patient involvement.

Manufacturer narrative:
Additional information received, updates made to the following section: section e (initial reporter). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that post-operatively, when pressing the button on the instrument drive unit (idu), it moves by itself without any force. There was no patient involvement.